Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a follow-up, oversensing was observed on all three lead channels. The cause of oversensing was external noise. Several noise reversions were spotted for a long period of time. Programming changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a follow-up, oversensing was observed on all three lead channels. The device was found to be loss of biventricular pacing as lead noise was detected. The cause of oversensing was external noise. Several noise reversions were spotted for a long period of time. A recommended programming change was made. No further information is available.